Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. The system operates as intended.

Event description:
The customer reported, the vertical lift function will not work. No patient injury was reported.